Event description:
Additional information received indicated that the device was explanted and replaced on (B)(6) 2016. The procedure was completed without any complications. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed due to a possible lead issue. The patient was later reported to have received an inappropriate shock therapy. Programming changes and a lead revision were recommended. The patient was stable.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via stored egms. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.